Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing however, the support disk was lightly loose. No motor error alarms were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube, reservoir tube lip and battery tube threads, minor scratches on display window and broken belt clip slot.

Event description:
Customer called in to report that the insulin pump alarmed during the bolus process. The customer was able to rewind the insulin pump. Blood glucose reading at the time was 104 mg/dl. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced. Nothing further reported.